Event description:
Baxter product surveillance spoke to the nurse at the facility regarding the stated issue of "patient did not have the original baxter transfer set that the facility had placed on the patient at the clinic in 2004." The nurse stated that the patient presented to the clinic with abdominal pain and cloudy effiuent. The home patient said that the quinton adapter pulled out of the transfer set adapter. The nurse looked at the transfer set and believed that it was not a baxter transfer set based on color (dark blue transfer set adapter), length (short), and did not fit right. The home patient stated that the transfer set was the one that the nurse at the clinic had placed on her. The home patient was diagnosed with peritonitis and was treated with tobramycin 40mg per day for 14 days and vancomycin 2 grams for 2 days. The home patient was not hospitalized. The transfer set sample is at the manufacturing plant for evaluation. No add'l info is available at this time.

Manufacturer narrative:
There are similar reports, but the number does not warrant further action at this time, but will be monitored.